Event description:
The pt was injected in the nasolabial folds, peroral commissure, upper lip ((B)(6) 2009) and the philtrae columns ((B)(6) 2009). The pt allegedly developed, about a month later, swelling in the philtrae columns and left side of her upper lip. A blister allegedly developed in her lip as well. The pt also allegedly developed firm nodules in her nasolabial folds. The pt was treated with hyaluronidase in her upper lip.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specs, and did not reveal any issues with the alleged product lot.